Event description:
Patient undergoing laparoscopic sigmoid colon resection. Laparoscopic gia stapler firing did not hold adequately onto serosa and a serosal tear on the anterior aspect of the staple line opened. The gia stapler was pulled back from the patient and the serosal edge was reapproximated to the staple line using 3 simple interrupted 0 ethibond sutures. The procedure was completed. Patient discharged to home in stable condition.